Manufacturer narrative:
A siemens field service engineer (fse) contacted the customer, but was not dispatched to the customer site because the customer was certain that this situation was due to operator error. It appears that the patient samples were manually ordered as thcg instead of tniu by the operator. The instrument was operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur cp patient result were obtained on five patient sample. The patient samples were analyzed using the thcg reagent instead of the tniu reagent. The results were reported to the physician. The samples were retested on the same system and the corrected tniu results were reported. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra results.